Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, clonidine, and bupivacaine via an implantable pump for spinal pain. The drug concentrations and dose rates for all three pump medications were unknown. It was reported that "many years ago" at a pump refill, a nurse missed the pump and shot all the medication into the patient's body. It was noted that every bit of the medication was injected into their body. The date of the event was unknown.